Event description:
It was reported the patient experienced high impedances following implant. The lead was implanted on (B)(6) 2010 and everything went well; however, the surgeon commented that she had difficulties inserting the lead into the temporary extension. The extension and stimulator were implanted on (B)(6) 2010, but there was difficulty inserting this extension. It was "impossible to push" the electrode connector into the bottom of the extension connector due to great resistance. The surgeon also loosened the screw. At this point, impedances measured greater than 10,000 ohms. The surgeon decided to used another extension and explant the first extension. The electrode connector was thought to be inside the extension, but it bent which might have caused it to be "deteriorated." All impedances were again greater than 10,000 ohms. This lead the surgeon to have good reason to believe the electrode connector was simply too big for safe insertion into the extension. The patient did not experience injury and went home. A follow up was scheduled to determine whether a revision will be needed. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).